Event description:
It was reported that the pump had a defective air detector. No additional information is available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact. The pump was found to be in good physical condition. A review of the event history log identified no evidence of the reported problem in the history. Functional testing in user mode duplicated the reported problem. The air detector alarmed in both high sensitivity and low sensitivity modes even though the cassette and tubing had no air bubbles in them. The root cause of the problem was a faulty air detector. To resolve the problem, the air detector was replaced. Operator of device and initial reporter sent report to FDA are unknown. No information has been provided to date.